Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a left circumflex artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.